Manufacturer narrative:
The smart card was provided by the customer for evaluation. A review of the data recorded on the smart card showed that multiple alarm #57: return pump (#3) error warnings occurred. The data indicates that 275 mls of whole blood had been processed when the treatment was aborted. The root cause of the pto leak in the filter area is most likely a component manufacturing defect but the specific cause could not be determined from the information provided. No further action is required at this time. This investigation is now complete. Mc 045258 and 042391. S.d.a. 09/20/2019.

Manufacturer narrative:
A photograph was provided by the customer for evaluation. A review of the photograph shows evidence of a leak around the filter in the pump tubing organizer (pto) though the leak site is not visible. A material trace of the related components used to build lot: g148 did not find any nonconformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the pto leak in the filter area is most likely a component manufacturing defect but the specific cause could not be determined from the information provided. No further action is required at this time. This investigation is now complete. Mc 042391 s.d.a. 09/05/2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g148 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g148 shows no trends. Trends were reviewed for complaint categories, pto leak and alarm #57: return pump (#3) error. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a blood leak within the pump tubing organizer (pto) during a treatment procedure. The customer stated that the patient was stable and that the procedure was aborted without blood return to the patient. The customer reported that an alarm #57: return pump (#3) error warning occurred. The customer stated that they had manually removed the pump and reloaded it. It was upon reloading the pump tubing segment that the blood leak was noted. The customer returned a photo for investigation.